Event description:
Patient had star sliding core mobile bearing revised.

Manufacturer narrative:
Company report form states star reoperation was to address a medial malleolus fracture. The surgeon plated the medial malleolus, performed a calcaneal osteotomy and exchanged the sliding core. On (B)(6) 2013 the explanted sliding core was received and upon visual inspection it was confirmed that the sliding core was fractured. Visual evaluation also notes that the asymmetrical wear suggests implant malalignment. Review of device history record shows no anomalies.